Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Evaluation of the iabp is ongoing by a getinge field service engineer (fse), and the potential problem has been traced to the power management board and possibly the solenoid driver board. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that during treatment on a patient, the main fuse broke in the critical care room. The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a device technical failure "alarm". The iabp was connected back with the patient. The unit was connected to the patient for 2 or 3 hours after the main fuse break in the critical care room. After this incident the customer could not turn off the iabp device switch. The customer called the facility biomedical engineer. The biomed removed the main plug and the battery connector from the unit. The biomed check the unit and reconnected battery connector and the main plug of the iabp. The biomed started the work on the position of the on-off switch. However, it does not work and it bypasses the position. The device was installed one month ago. The customer and the doctor wants to exchange the iabp with a new device. No adverse event was reported.

Manufacturer narrative:
The customer returned the suspect exch pcb, power management, rohs to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the exch pcb, power management, rohs and no visual damage was observed. The technician then installed the exch pcb, power management, rohs into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The nrc verified the failure of the unit not being able to turn off or on with the switch. The senior repair technician sent the part to supplier for failure analysis as per procedure. The supplier verified the failure of not being able to turn the unit on or off with the switch. The supplier replaced components q31, q33 and q5 and the board passed testing. The nrc then installed the exch pcb, power management, rohs into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and returned to stock as per procedure.

Event description:
It was reported that during treatment on a patient, the main fuse broke in the critical care room. The customer reported that the cardiosave intra-aortic balloon pump (iabp) had a device technical failure "alarm". The iabp was connected back with the patient. The unit was connected to the patient for 2 or 3 hours after the main fuse break in the critical care room. After this incident the customer could not turn off the iabp device switch. The customer called the facility biomedical engineer. The biomed removed the main plug and the battery connector from the unit. The biomed check the unit and reconnected battery connector and the main plug of the iabp. The biomed started the work on the position of the on-off switch. However, it does not work and it bypasses the position. The device was installed one month ago. The customer and the doctor wants to exchange the iabp with a new device. No adverse event was reported.